Manufacturer narrative:
Correction information b1: the event is both a reportable malfunction and a reportable death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information entered in for device problem code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information health effect updated from f09 to f02. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported "pump did not start" which was not reproduced during testing. The device was tested for flow accuracy at rates of 40ml/hr and 125ml/hr and found to start the infusion as intended and delivered within +/-5% specification. A review of the event history log revealed that the pump was programmed and flow was confirmed by the user multiple times with multiple rate changes and infusions completed. After the last infusion completed on the reported date, the user stopped the pump and updated the volume to be infused (vtbi) to 32ml. The user then activated the standby mode, which occurs when the "hold" soft key is pressed. Eight (8) hours and eighteen (18) minutes later the pump was powered off. The reported condition was not verified and no cause for the reported issue could be determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a primary infusion of neosynephrine in the general patient ward using a spectrum pump, the infusion was observed to not have started when intended and the device did not issue an alarm. The primary infusion was prescribed to sustain the patient's blood pressure. The patient experience a cardiac arrest event. Cardio-pulmonary resuscitation was performed for two minutes and a pulse was achieved. It was reported that following the event, they were trying to ¿change the health status¿, of the patient, however, the patient passed away four days later. Per the reporter, the patient's death was related to medical issues resulting from a previous indication. It was not reported if an autopsy was performed. No additional information is available.